Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7123367.

Event description:
It was reported that patients battery had migrated and patient experienced discomfort. It was noted also that patient lead frayed or cracked. The patient underwent a battery repositioning and lead explant procedure. The patient was doing well post operatively.